Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coil lps and non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance past the friction lock within its introducer sheath and, therefore, it was removed. The procedure was completed using new packing coil lps. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed offset coil winds on its embolization coil and a kink on the pusher assembly. If the device is forcefully advanced against resistance, damage such as this may occur. Based on the returned condition, the root cause of the reported device not being able to advance past the friction lock could not be determined. During initial testing, the ruby coil lp was able to advance through its introducer sheath with resistance. After the embolization coil was retracted back into the introducer sheath, the device was unable to advance out of the introducer sheath due to the offset coil winds on the embolization coil.. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.